Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the clamp was blocked at the end of the coagulation cycle. The term "clamp blocked" meant that despite the end of the fusion cycle signal given by the generator, coagulation at the clamp did not take place and this on several occasions. Another ligasure device was used to complete the procedure. There was no patient injury.